Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the implantable pulse generator (ipg) exhibited a potential connection issue, over-sensing and noise on the plugged right ventricular (rv) port resulted in resetting of the timing cycles resulting in noticeable pauses in the right atrial (ra) pacing rate. It was also reported that a replacement implantable pulse generator (ipg) was attempted with a new pin plug and exhibited a similar issue and it was decided to use the original ipg. The right atrial (ra) lead exhibited over-sensing , pauses and loss of capture. The ipg was reprogrammed and the over-sensing issue was resolved after inserting a new pin plug with medical adhesive. The ipg and ra lead and rv pin plug remain in use. No further patient complications have been reported as a result of this event.